Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved. The initial concern unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 71 and 83 mg/dl. The expected fasting blood glucose test result range is 100-110 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining area. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/16/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).